Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years due to severe aortic stenosis with insufficiency. According to the operative report, the patient "had progressive stenosis of his mitral valve prosthesis...intraoperative transesophageal echo demonstrated a severely stenotic bioprosthesis with a valve surface area of approximately 1 cm...valvular analysis demonstrated essentially fused leaflets of the bioprosthesis." Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the subject device. The explanted valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) "fused leaflets". Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible at this time.